Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Only the proximal segment of the lead was returned as the lead was severed 175mm from the terminal pin. There was a bend in the polyurethane 168mm along with torn inner insulation 167mm from the terminal pin. Additionally, the anode and cathode conductor coils are fractured 167mm from the terminal pin. This fracture is consistent with a fracture at a bend location, most likely it was located near a suture sleeve tie down area. Flexing around the suture sleeve ends, or between the suture sleeve and clavicle/first rib region could lead to this type of damage.

Manufacturer narrative:
(B)(4). A portion of the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high impedance measurements greater than 2000 ohms and loss of capture. It was concluded the lead was fractured. The fracture was in the pocket area approximately 10cm from the connector near the clavicle and first rib. As a result, the lead was cut below the fracture and an adaptor was used with the remaining portion of the lead. No additional adverse patient effects were reported.